Event description:
It was reported that prior to a laparoscopic pancreatectomy procedure the disposable kept failing to pass pre-run test. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. When a blade is damaged, it may not complete the pre-run testing, will display an alert message. For gen11 this signal is ¿relax pressure on blade and reactive¿ twice followed by a ¿replace instrument¿, and the generator system will revert to standby mode. At that point power output stops in a safe mode pending troubleshooting and eventual device replacement.